Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. E1. Initial reporter phone (B)(6) investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the subcutaneous needle became inoperable during the infusion administration. There was patient involvement and no patient harm/adverse event reported.

Manufacturer narrative:
Four samples were received for evaluation. Visual inspection of sample one (21-7231-24) showed signs of use/handling. Visual inspection of samples 2, 3, and 4 (67-2317) showed no damage or other defects. Functional testing of sample one could not be performed as it was received tampered with and damaged. Functional testing of samples 2, 3, and 4 revealed that the samples were occluded. The reported issue was confirmed. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture.